Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins) which started suddenly last week and continued through the current week. It was noted that the ins provided 40-50% symptom improvement in the first month. The patient also experienced a shocking sensation when the lie down on their back ever since the trial phase of testing and if they arched their back or raised their arm the stimulation becomes very strong. The patient had tried to increase the stimulation but noticed when they increased it beyond 3.5 volts, it felt like a shock. There were no reported falls, trauma, or new activities associated with the event issue. The patient working only part time and stated they were ¿being very careful.¿ the patient preferred to use group b as that provided stimulation to both of their legs where groups a and c it was ¿not even in both legs.¿ follow up information received on (B)(4) 2014 from the patient¿s healthcare professional (hcp) reported that the patient was seen in the clinic on(B)(6) 2014 and had a 50% or greater reduction in their symptoms. It was unknown if the cause of the event was related to the device. There were no reported troubleshooting, interventions, or other actions taken to resolve the event. The hcp was unaware if any reprogramming had taken place. The patient was to follow up with the hcp in 1 to 2 weeks. The patient status was reported as recovered without permanent impairment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).